Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, high capture thresholds were noted on the left ventricular (lv) lead. The physician used diagnostic imaging and observed a dislodgement on the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The reported events were lead dislodgement and increase capture thresholds. As received, a complete lead was returned in one piece. The s-curve height was measured to be within specification. The reported event of increase capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.